Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Reportedly, the promus stent delivery system (sds) was crossing a previously implanted stent. It is likely that interaction between the stent struts of the sds and implanted stent contributed to the reported failure. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The reported failure to advance, stent dislodgement, embedded device, and subsequent therapy appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus otw stent delivery system (sds) noted blood in the guide wire lumen, suggesting a guide wire had been inserted into the lumen. The tip length met manufacturing criteria. It was confirmed that the stent implant was dislodged and was not returned. Crimp marks were visible on the loosely folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support and/or previously implanted stents. It is likely that interaction between the stent struts of the promus sds and the previously implanted stent contributed to the reported failure to advance. Further, this interaction likely disrupted the stent on the balloon such that during removal of the sds, the stent dislodged inside the implanted stent. In this instance, a balloon was used at high pressures to crush the dislodged stent inside the previously implanted stent, resulting in complete expansion of the lesion. The distal edge of the soft tip was noted to be stretched and jagged. This damage was not reported and may be the result of interaction with the lesion/guide wire or further handling during packaging for shipment to abbott vascular for analysis. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The reported difficulties appear to be related to the operational context of the procedure . The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the patient had been transferred from an outside hospital for rotablation at this facility. During efforts to treat the right coronary artery (rca), the promus stent dislodged in a previously implanted stent in the rca. A 3.5 balloon was used at high pressures to crush the dislodged stent where it dislodged inside the stent. Angiography showed complete expansion of the lesion. No additional information was available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was approximately 90% stenosed. The vessel was nontortuous and severely calcified. The 3.0 x 12mm nc quantum apex monorail balloon catheter was used for predilatation of the vessel and was removed from the body intact.